Event description:
The customer reported hardware issues and communication errors. No pt injury was reported.

Manufacturer narrative:
The ge service rep removed and replaced rtos and gpos. Flash nodes, reload software and config. Check operation of system and rebooted several times. System operates as intended at this time.